Manufacturer narrative:
Additional information: additional information received on 9/8/2023 stated that the patients pre op uncorrected was 20/80 with +1.50-0.75x135 correction 20/60 on (B)(6) 2023 surgery. On (B)(6) 2023, it was -0.25-0.50 x135 20/50, on (B)(6) 2023, it was -0.75-0.50 x150 20/40, and on (B)(6) 2023, it was -0.75-0.50 x150 20/30. It was stated that it was uncertain why doctor put a suture in. No further information was provided.

Event description:
It was reported by customer that tecnis synergy simplicity intraocular lens (dfr00v) of 22 diopter was explanted from patient's right eye and replaced with tecnis simplicity symfony lens (dxr00v), 21 diopter in a secondary surgical procedure. Additional information received stated that the reason for explant was power miss. Patient had dry eye. There was no injury. However sutures were reported. Patient is improving. The lens was scrapped and will not be returned. No further information is available.

Manufacturer narrative:
Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.